Event description:
The procedure was an svg via groin access. Prior to deployment of filter, the delivery catheter was advanced slightly and the physician noticed the distal wire tip of the spiderfx had been fractured and separated from the filter. The separation and location of the tip was located on fluoro before deployment of the filter during positioning. The tip was stuck within a tiny branch of the coronary and no attempts were made to retrieve it because it was non-flow limiting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.